Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not detach after using the detacher more than 3 times. Then, the doctor attempted to detached with manual detachment but the coil could not detach. The detaching of the coil was unsuccessful. The device and any accessories were prepared as indicated in the instructions for use (IFU). The patient symptoms or complications associated with this event are unknown. The patient was undergoing surgery for treatment of a neurovascular abnormalities (e.g. Arteriovenous malformations or fistulae). It was noted the patient's blood flow was unknown and vessel tortuosity was unknown. Ancillary devices include a fg11150-0615-2x (batch 232300140) microcatheter.